Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a nephrectomy procedure. There was an issue with the manual stapling handle and reload. The stapler fired correctly and the reload fired fully, but some staples did not engage with the tissue. There was no problem loading or unloading the device. The stapler was able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was poor staple formation. Some rows of staples engaged and fully closed around the tissue. Other staples, on the proximal side closest to the patient's remaining tissue, did not engage and fell loose into the cavity of the patient. The staple line was incomplete on the proximal side of the reload. Suture reinforcement was used to fix the incomplete staple line and the procedure was completed as normal. There was no patient harm. The patient status is fine, recovered.